Manufacturer narrative:
Lead replacement was reported to abbott. The lead was replaced to reestablish effective therapy. The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, a single definitive root cause encountered was unable to be conclusively determined.

Event description:
Additional information indicates the lead was replaced due to high impedances which impacted therapy. Therapy was restored post-operatively.

Event description:
It was reported that the patient's lead was explanted and replaced on (B)(6) 2025 for an unknown reason.

Manufacturer narrative:
Date of event is estimated.